Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced subjective visual disturbance, daytime halos, blurred vision and daytime starbursts. The iol was exchanged for another lens model 2 months following the initial implant procedure. Additional information has been received and stated that patient underwent yttrium aluminum garnet (yag) before explant. Surgeon¿s prognoses include good post operative appearance.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage (%) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric multifocal company lens (1.50cyl), 23.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 22.0 diopter, non-toric monofocal lens model. The account indicated the product was not available to evaluate. Additional information was provided that, in the surgeon's opinion, the event was caused by "multifocal modality in dominant eye and the patient not tolerant of the multifocal lens. Due to the exchange of a toric multifocal lens to a non-toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).